Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the root cause for the unintended motion was normal wear. It was determined that there were traces of liquid between the inner parts of the product which resulted in a defective ecu (electrical control unit). It was further determined that the root cause for the loose locking know was construction/design, which has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a loose saw head, loose screw connections and loose locking knob. It was further determined that the device had unintended motion and did not vibrate but ran very slowly. It was further determined that the device failed pretest for functional test, check trigger and ecu function, and check oscillation frequency. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation updated: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the assignable root cause for the loose saw head and screw connections could not be determined. The assignable root cause for the unintended motion was normal wear. Since the handpiece is older than one year and there are traces of a liquid between the inner parts of the product that resulted in a defective ecu (electric control unit). The assignable root cause for the loose knocking knob was construction/design false/defective, that has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.